Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they would go to a hospital as their pump was not working. The customer's pump possibly had a critical pump error. The customer's blood glucose was 165 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer has had issues with other pumps and sensors. The insulin pump will be returned for analysis. Frn-model unknown ¿ reservoir.